Event description:
Mobi-c p&f us : disassembly. No detail about this case although 3 requests were made to request additional information.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. B4 ; g7 ; h2 ; h3 ;h6 & h10 were updated. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From lonely information initially provided, the cause for the event cannot be determined. Based on the product history records and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The cause for the device disassembly is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause is unknown.

Manufacturer narrative:
Device not received yet.

Event description:
Mobi-c p&f us : disassembly. No detail about this case although 3 requests were made to request additional information. Product were returned to manufacturer but not received yet. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.